Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
A malfunction alarm was reported with malfunction code 16 on the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support instructed the customer on resetting the pump, but the issue persisted, prompting technical support to arrange a replacement pump. The customer reverted to use multiple daily injections (mdi) as a backup insulin therapy.